Event description:
"A radial head prosthesis became disengaged after the procedure. The final x-ray revealed the problem. The pt had been taken to the post anesthesia care unit and was then taken back to the o.r. For repair. Repair required removal of the implant with back table re-assembly and reimplementation of device." Per sales rep, doctor did not assemble product on back table as advised nor use assembly tool. Doctor implanted stem and them tapped head into place. Post-op x-rays showed head was not engaged to stem.